Event description:
After using the plasmablade for approximately 15 minutes during a pacemaker generator change out procedure, the patient¿s st. Jude pacemaker stopped pacing. There was no physical contact between the plasmablade and the pacemaker and the pacemaker restarted on its own approximately 20 seconds after ceasing to use the plasmablade. The patient was not pacemaker dependent therefore there was no patient impact. The case was completed using a scalpel instead of the plasmablade. Patient information unable to be obtained.

Manufacturer narrative:
Product event # (B)(4). Eval code method: generator still in use and facility not returning for investigation. Eval code results: generator still in use and facility not returning for investigation. Eval code conclusion: generator still in use and facility not returning for investigation. Device codes : (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.